Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the micu, 8 hours after the catheter was placed, a leak was found. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter leaked was confirmed. Returned was a 3-lumen catheter marked 7fr x 30cm on the hub. The catheter was leak tested by injecting water into each extension line using the leak test apparatus. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks were observed in the proximal and medial lumens. The distal lumen leaked at 26 cm mark in the catheter body as soon as the pressure was increased from zero. Microscopic examination of the leak site revealed a slice in the catheter body. The appearance of the slice was consistent with being cut by a sharp instrument. A review of the device history records did not reveal any manufacturing related issues. Based on the appearance of the leak site and the information provided, operational context caused or contributed to this event. No further action will be taken.